Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that due to overdischarge, the patient¿s implantable neurostimulator (ins) was replaced in (B)(6) 2019. The rep did not have any further history regarding what lead to the overdischarge of the ins, why it wasn¿t charged and when this issue was first discovered. The rep requested and was sent information regarding overdicharges. There were no further complications reported or anticipated.